Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated the battery in the implantable pulse generator (ipg) "died" in between appointments. At the previous appointment the battery was fine and a longevity of ten years was expected. At a recent appointment the patient was told the battery had died and a new device was needed after eight years. Follow-up information from the clinic indicated the patient did not use the device very much and longevity should have been longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.